Manufacturer narrative:
The investigation is complete. Section b5 has been updated with additional information and codes under section h have been updated. The customer was unable to make the device available for evaluation.

Event description:
It was reported that the cot tipped with a patient. It was further reported that the patient received abrasions. A stryker raqa staff specialist reached out to a stryker sales representative who could not obtain further information if the cot tipped due to user error or a malfunction of the cot. The initial report stated that the cot tipped over while moving over uneven sidewalk, which was likely the cause for the tip. The stryker sales representative also stated that there were treatments for the abrasions, but was not able to provide further information from the customer.

Event description:
It was reported while transporting a patient over a curb, the cot tipped over. As a result of the tip, the patient suffered from abrasions on their arm. Further information regarding the treatment and severity of the abrasions has not been provided yet.